Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the mesher needs repaired due to someone using a mallet on it. On (B)(6) 2017, it was clarified that the issue occurred after surgery on (B)(6) 2017. It was reported that there was no patient harm/injury associated with the report and an alternate device was not retrieved for use without delay. The event was not identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. The harvested graft was usable and no additional graft required from the patient. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on september 4, 2017 revealed that the ratchet was stuck on the roller which was causing damage to the roller and the ratchet gear. The comb and the roller gear were also damaged. The calibration was in specification and the sample meshes passed. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the comb, roller gear and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per. The reported event was confirmed since during initial inspection the ratchet was stuck on the roller which was causing damage to the roller and ratchet gear. The comb was also damaged. The root cause of the ratchet and the roller being stuck could not be determined with the provided information. It is unknown which damage was from impaction or from use of the device. The issue was resolved with the replaced comb, roller and roller gear the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that mesher needed repair due to someone using a mallet on it. Investigation revealed the comb was damaged. No adverse events have been reported as a result of this malfunction.